Manufacturer narrative:
Dale medical products inc. Is reporting this event at the recommendation of an FDA investigator during an inspection. This event had already been entered into our customer complaint database for investigation. The user facility reported excoriation on the upper lip of some pts when the adhesive portion of the device was removed. As noted, this type of issue was not previously reported by this user facility, but that practice has changed of late. The adhesive used in this device is the same as that used on dale device 160, nasogastric tube holder and we have never had a report of skin issues associated with that product. (B)(4), where there are some cases of skin breakdown.

Event description:
(Note: this event is being reported now as a result of an FDA inspection at our facility (dale medical products, inc.) On (B)(6) 2011. Our initial review of this issue concluded that this was not a reportable event. However, it was the opinion of the investigator that these were reportable.) On (B)(6) 2011, dale medical received a call from a healthcare facility in (B)(6) where they said that they have used the dale 270 et holder consistently for 2 years. The user facility has experienced excoriation on the upper lip, under the adhesive portion of the device on some pts. In the past, these occurrences were not reported, but due to the recent changes in the (B)(6), these events must now be reported.